Event description:
Ventilator tubing contains detachable temp probe adaptor. This can easily be mistakenly placed on expiratory line instead of proper placement in the inspiratory line. This pt had probe on expiratory line resulting in right lung collapse from mucus plugging.